Event description:
It was reported that the device was not taking the firmware. The results of the investigation found that the device had "e failsafe error" and force sensor failure. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. It was found that the device had "e failsafe error" and force sensor failure when attempting to power on the pump. The force sensor and all of the device's sensors were recalibrated to fix the issue.